Event description:
Related manufacturer reference numbers: 2017865-2021-30361. It was reported that the patient presented in emergency department (ed) with the implantable cardioverter defibrillator (ICD) in backup operation. It was found to have occurred due to event queue overflow from poor connection with the home transmitter. It was also reported that the patient was shocked by their home transmitter. The device was restored and the transmitter was replaced. Patient condition was stable.